Event description:
Report received from the USA stating that the device had a "air leak" during a surgery. The specific case or type of surgery was unknown to the reporter. There was a five minute delay in surgery and another device was easily accessible. There were no patient or user injuries. There was no medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).